Event description:
It was reported that when the nav6 embolic protection system was removed from the tray, it was noted the device was broken. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.